Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, serial# unknown, implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the battery was replaced due to normal depletion. It was noted that the high impedance was due to a system modification on contact 3-9-10-11. However, it was not possible to identify with accuracy what the cause of the issue was. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37086, serial# unknown, implanted: (B)(6) 2013, product type: extension; product ID: 37086, serial# unknown, implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that additional actions/interventions included reconnection of extensions to ins which occurred on the same date as the original revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance on contacts 3-9-10-11, which was found after interrogating the device with a clinician programmer. The impedance values were not known. The event resulted in a pocket revision of the ins on (B)(6) 2017. The etiology was stated to be possibly related to the device/therapy, and related to the implant procedure. It was reported that it was not possible to identify with and accuracy which component is involved. The event was resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.